Event description:
It was reported the proximal segment of this ureteral stent broke and detached in the pt's renal pelvis following successful stent placement. Attempts to retrieve the detached segment were unsuccessful at that time. One week post-placement, the pt underwent retrieval of the stent and stent fragment via a cystourethroscopy. Another stent was placed at that time. Two days post-placement, the pt was discharged. The following day, the pt underwent stent removal at another user facility. To date, the device has not been rec'd by this MFR. Therefore, no failure analysis is available. Numerous attempts to obtain further details regarding the circumstances surrounding this event have been unsuccessful. Without further details and without evaluating the device, the co is unable to determine the cause for this event.